Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported a skin burn occurred. After a renal cryoablation treatment procedure using five iceforce cryoablation needles, a skin burn on the leg(s) was noticed. The cords froze back towards the machine end and burned the patient's leg through the sterile drape. The needle cords were fed through the gantry, all bundled together on the drape with the patient in the prone position, feet first. The burn was not noticed until the patient was in holding after the procedure was completed, so within a couple of hours. No further patient complications were reported.

Event description:
It was reported a skin burn occurred. After a renal cryoablation treatment procedure using multiple needles, a skin burn on the leg(s) was noticed. The cords froze back towards the machine and burned the patient's leg through the sterile drape. The needle cords were fed through the gantry, all bundled together on the drape with the patient in the prone position, feet first. The burn was not noticed until the patient was in holding after the procedure was completed, so within a couple of hours. No further patient complications were reported.